Manufacturer narrative:
At the time of this investigation, no samples or lot numbers were provided to cardinal health. Therefore; without a lot number we were not able to review the device history record and without a sample we were not able to perform any type of investigation in order to determine a root cause for the issue reported. As with all reports of alleged defects we will continue to educate operators and will continue monitoring our customer complaints data base for this and any other issues reported of the same nature.

Event description:
Based on information received from the customer, an (B)(6)-year-old sickle cell patient was applying the hot pack to the back of his thigh where pain was occurring. The hot pack reportedly ruptured/leaked, and the contents allegedly caused a 1 cm diameter burn to skin behind the knee. The patient was treated with topical cream indicated for burns. The site was healing well at discharge. There was no further treatment.

Manufacturer narrative:
The device history record reviews were completed on the reported lots v8l396 and v8s031. The lots were found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. At the time of this investigation, no samples were provided to cardinal health. Therefore; without a sample we were not able to perform any type of investigation in order to determine a root cause for the issue reported. As with all reports of alleged defects we will continue to educate operators and will continue monitoring our customer complaints data base for this and any other issues reported of the same nature.